Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine device check the atrial lead exhibited oversensing of atrial signals and was reproduced with isometrics. The ventricular lead exhibited multiple noise events, however they were not reproducible. Both the leads appeared to be electrically stable. The physician was happy with routine follow-up and the patient was stable. The leads remained implanted and the patient would continue to be monitored.